Event description:
The customer contacted stryker to report that their device was not able to power on occasionally and that the device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.